Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® precisionglide¿ multiple sample needle experienced poor sleeve function. The following information was provided by the initial reporter: "when placing the adapter on the needle, the protector does not retract, blood leaking from the patient".

Event description:
It was reported during use the bd vacutainer® precisionglide¿ multiple sample needle experienced poor sleeve function. The following information was provided by the initial reporter: "when placing the adapter on the needle, the protector does not retract, blood leaking from the patient".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/12/2020. H.6. Investigation: bd received 10 samples from the customer for investigation. 5 returned samples were, therefore, taken at random and each were draw tested with 5 bd vacutainer tubes and no issues relating to sleeve function were observed. In none of the 25 cases, did leakage occur, and the np sleeves remained intact during the testing process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® precisionglide¿ multiple sample needle experienced poor sleeve function. The following information was provided by the initial reporter: "when placing the adapter on the needle, the protector does not retract, blood leaking from the patient".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.